Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event involved a primary plumset to be used in the cardiac care unit (ccu) that was reported to have a hole in the tubing set and was sucking air into the tubing. There was no patient involvement, no adverse event and no delay in critical therapy.

Manufacturer narrative:
One used list # 146870489, primary plum set, clave port, clave y-site, secure lock, 103 inch; lot # 3894702 was received for evaluation on 7/9/2019. As received, the set was visually examined and no issues were found. The set was air pressure leak tested according to product specifications and no leaks were found anywhere along the fluid path. The set was primed per package instructions and flow was established with no issues. Joints and seals of claves were examined and no issues were found. The reported complaint cannot be confirmed. A batch record review was performed on lot# 3894702, list# 14687-0489 and no nonconformance¿s that may have contributed to a complaint of this nature were found.